Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue # 6860137 and 510k# k992110 and UDI# (B)(4) is approved for sale in the us. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis: ossification of posterior longitudinal ligaments (opll). For which patient underwent, anterior cervical decompression fusion at levels c4-6. Reportedly, on (B)(6) 2017, post-op, the placed spinal plate and screw backed out. The screws were inserted in c4 and c6. Quantity of screw(s) which backed out is unknown. Revision surgery is scheduled on (B)(6) 2017.